Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was working on the computer and fell asleep multiple times on the arm and hand. She had no control from the hand to the wrist. She could not move her fingers down but not move them in any other direction. She also reported numbness. The patient stated she had two toes middle toe and the one to the right of the middle toe went numb on the right foot that has been getting the numbness sensation. The patient stated she has not made any adjustments with the programmer as she has lost the programmer. The patient complained of cold body. The patient stated she was very cold, was getting goose pumps on the whole body but from the left hip down her skin was cold but was not the same type of cold at the rest of the body. She stated she has had a prior adverse to cold and did not know if that was related to the device therapy or not. Also the tip of the fingers down to the 1st knuckle would feel the numbness sensation on the left hand and stated the top of the thumb was worse numb but was feeling the sensation from the tip and the left thumb was feeling even more numbed. MRI compatibility guidelines were requested for unrelated issues. A CT scan was done to check if the patient had a stroke and it looked fine. The doctor did not thing the patient had a stroke. It was also confirmed by the neurologist. The patient did not have slurring of her words.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.